Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used in treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The device was visibly damaged. The delivery needle was bent upward and twisted toward the right. T1, t2 and suture were not returned. The depth limiter was attached. It was creased and misshapen. The device no longer cycled or actuated properly due to needle damage. The conditions aligned with the user having difficulty with use, probing and difficulty in reaching desired location for use. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use (contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
The reported fast-fix 360 curved ndl delivery sys ¿ 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during a meniscal repair surgery, after deploying the t1 implant with a "fast-fix 360 curved needle", the t2 implant deployed prematurely¿. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.

Event description:
It was reported that, during a meniscal repair surgery, after deploying the t1 implant with a "fast-fix 360 curved needle", the t2 implant deployed prematurely. In consequence, both ts implants were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.